Manufacturer narrative:
Damaged knife. Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer anvil half was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the knife was noted to have nicks, this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. The device fired and formed all the staples as intended. The staple line was noted to be complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during an anastamosis of the ileum to the colon, there was a leak after firing. Additional suturing was applied to the anastamosis site. There was no adverse consequences to the pt and no leak was noted after the surgery.